Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on the mobile power unit (mpu) when all alarms went off. The patient had to take the batteries out of the mpu to get it to stop alarming. The patient also had a no external power alarm on the system controller.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of all alarms activating at once for the mobile power unit (mpu), serial number: (B)(6), was unable to be confirmed. No log files from the reported event were submitted; however, the mpu was returned for analysis. The mpu was evaluated at the service depot, and the unit was found to function as intended. The patient had received a replacement; thus, the mpu was scrapped and sent to product performance engineer (ppe) for further analysis. At ppe, the mpu booted without any issues and supported system controller and pump operation for an extended period with no alarms arising. The reported event was unable to be reproduced during this evaluation, even with the mpu supporting several days of pump operation. The provided information stated that the patient was connected to their mpu when the alarms went off, and had to remove the batteries from the mpu to resolve the alarm. Multiple good faith effort (gfe) attempts were sent to inquire if any log files were available, if the cause of the alarms was determined, if the mpu have a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or mpu, any environmental factors that may have contributed to the reported event, and if exchanging any products resolved the alarms; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas instructions for use (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.